Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one valeo balloon expandable stent delivery system and stent were returned for evaluation. The device appeared to be bloody. During visual inspection noted that the stent was returned half way off of the balloon. The balloon was examined under magnification and crimp marks were visible on the balloon. Functional testing was unable to be performed due to the condition of the device. Therefore, the investigation is confirmed for the dislodgement of the stent. The definitive root cause for the reported dislodgement issue of the stent could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 12/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure, the stent was came off before balloon deployed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (12/2021).

Event description:
It was reported that during a procedure, the stent was came off before balloon deployed. There was no reported patient injury.